Event description:
It was reported, smartsite, occlusion. The following was provided by the initial provider: on (B)(6) 2026, a nurse administered an IV infusion to a patient using a needleless injection cap. A blockage occurred in the injection cap, causing the infusion to flow poorly, so it was replaced with a new needleless injection cap.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.